Manufacturer narrative:
Zimvie complaint number: (B)(4), multiple reports are being submitted for this event. A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented for post op discomfort (significant) tooth sites #30, 31. The implants were removed due to discomfort, and infection. Symptoms as a result of the event was pain, and inflammation.